Event description:
It was reported that the left lead had migrated. The patient experienced shocking at the lead location when the device was on, increased right-sided tremors, and a hearing problem in his left ear. There was no known incident or accident related to the complaint. The patient was scheduled to have the left lead replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.